Event description:
The report stated that during a check-out of the unit in the biomedical engineering department, they discovered they were able to operate the generator without a patient return electrode pad plugged into the unit.